Event description:
Two occurrences in different critical care units, different staff - when using the kimberly clarke kim vent oral care kit -used for oral care of intubated patients- the small sponges on the tip of the device fell off the device in the pt's mouth. In one case, it was retrieved, and in one case, it cold not be retrieved before the pt swallowed. The pt does not seem to be adversely affected, but the potential for harm to patients is of concern. We checked another box of the product and found the sponge easily came off. Reported directly to kimberly clarke via telephone.